Manufacturer narrative:
(B)(4). As the correct serial number of the device was not reported until after the device was returned and serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. It was noted that the device passed previous testing and was found to meet functional and electrical performance specification requirements. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device is reported to be available but has not been received at this time. Should the device be received and evaluated or if additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to an unknown cause. No further information was provided. Additional information was requested but is not available.